Event description:
I have allergan textured breast implants. I have burning in my left breast, pain and swelling, and shape of the breast has changed and size. I'm in constant pain and have trouble sleeping. It effects my daily life. I saw a surgeon at the place I got them implanted and although my surgeon had left, he advised to have them out. I have been in contact with allergan since (B)(6) 2019 and they have a lot of the time not even replied to my emails. They had finally replied after 2-4 month emails ignored to say they will not replace with their smooth ones, when I am under warranty still and having problems. I have advise from professional as they asked and still state no doesn't cover their warranty. I am looking to seek legal action due to this as I have health problems, and these were already replaced due to having pips originally. If you can further help on this matter, I would be grateful. I am happy to pay the hospital fees and anesthesia, but their website stated that they will replace to the smooth not textured implants so no cost of implant, to now be told they will not. Regards emma. FDA safety report ID # (B)(4).